Event description:
This case occurred outside of the us, in spain. According to information received on dec. 21, 2022, a patient was injected on (B)(6) 2022, with teosyal rha 4 into the bilateral nasolabial folds (object of the complaint (B)(4)), and with teosyal rha 1 into the glabellar lines (object of this complaint). Following injection, the practitioner noted the emergence of a vascular complication on the right nasolabial fold which extended to the lateral nasal region, and also on the level of the glabellar lines. As a corrective action, 1200 iu of hyaluronidase, along with anti-inflammatory (glucocorticoid; urbason), and anticoagulant (enoxaparin sodium; clexane) was prescribed. It was reported that following the occurrence of the adverse event, the patient felt the appearance of a padding area, and also headache which were improved properly after injection of hyaluronidase. On dec. 20, 2022, a local medical expert was put in contact with the practitioner, who recommended injecting hyaluronidase several times, and adding acetyl salicylic (adiro 100 mg for 7 days) to the treatment. The patient's situation and symptom's evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: according to the information received, this case would be related to the localized vascular occlusion which is a well-known and documented adverse vent event in the context of dermal filler injection. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch data review: a major ncf; ncr-0568 was opened during production, that concluded to no incidence on the product safety and quality. Batch data history: no other complaint was registered to date (jan. 18, 2023) with this batch number.